Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument tissue pad fell off during output after one hour of operation during a therapeutic unspecified procedure. There were no reports of patient harm. Nothing fell off inside the body. The procedure was completed after switching to the same product.